Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a right ventricular (rv) lead experienced noise issues and delivered inappropriate shocks which led to ventricular tachycardia (vt). Patient reported feeling dizzy and ligh headed. A second shock was delivered to eliminate vt. The lead is still in use. No further patient complications were reported.